Event description:
It was reported that the subject is enrolled in the triathlon ts multi-center study. Crfs were received for the study indicating that the subject's prior knee system was stryker and was revised with the triathlon ts knee system on (B)(6) 2012. The site noted that this was an aseptic failure of the knee and was revised due to modular component dissociation.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report - description: unk femoral component, cat #unk, lot #unk; description: unk cemented patellar component, cat #unk, lot #unk.